Event description:
Customer called in to report that the n-395 would not turn on. The n-395 was returned to covidien and during the covidien factory service evaluation on 02/06/2008 it was determined that the speaker was missing from the n-395 unit; therefore, there was no audio. The biomedical engineer of the facility was contacted and reports that he had damaged and discarded the speaker when he disassembled the unit. No pt was involved.

Manufacturer narrative:
Covidien has concluded that the missing speaker occurred during service maintenance by the biomedical engineer of the hospital. Covidien has restored the audio to the n-395 by replacing the speaker.